Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of (B)(6). The pump was returned assembled with the driveline cut approximately 10.5¿ from the pump body and a severed portion of driveline measuring approximately 24.0¿ was also returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Continuity testing was performed, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned driveline and visual inspection of the underlying wires revealed breaches in the insulation of the orange, yellow, green, and black wires approximately 8.25¿ from the pump body. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional areas of concern. The conductors of the orange, yellow, green, and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mpu or power module. The disruptions in the wires would have also affected wire phases 1, 2, and 3 and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The resulting shorts to ground and phase to phase shorts would have caused the reported pump stop events, as seen in the submitted log file data. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Incidental findings: visual inspection of the driveline in its returned state revealed cosmetic damage to the silicone sleeve approximately 3.0¿ and 11.5¿ from the metal connector. Visual inspection of the driveline leads to the motor capsule pins revealed scorched/discolored phase I and ii pins. A specific cause for this observation could not be conclusively determined through this evaluation. Manufacturing has been notified of this finding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced of the patient's previous driveline repair was reported under MFR# 2916596-2018-03213. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient is having multiple pump stops on both batteries and grounded patient cable with a history of splicing. Manufacturer technical services reviewed the submitted log file and observed 11 pump stops 17 low speed advisories and speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead which appear to be occurring while the patient is attached to battery and power module. X-ray pictures indicate approximately 2.5 inches from the exit site on the previous driveline repair which leaves us no room to attempt for another driveline repair. The patient underwent a pump exchange on (B)(6) 2020. No additional information provided.